Manufacturer narrative:
Findings: pump was received with no delivery alarm during the no delivery test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion test and prime test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery despite four infusion set changes. The patient's blood glucose at the time of incident was 127 mg/dl. During troubleshooting the customer was unable to prime; insulin did not exit the tubing and the insulin pump alarmed no delivery. The customer attempted another prime but the no delivery alarm recurred. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.